Manufacturer narrative:
The user facility provided the following device codes on their user facility medwatch report. (B)(4). Carefusion has made numerous requests to the user facility seeking the lot numbers and/or the return of the alleged faulty cap/diaphragms for evaluation. As of 12/05/2013 there has been no response from the user facility. Based on the customer's event description, this is a known issue with the cap/diaphragm, thus no additional investigation/evaluation is required. Carefusion has initiated a suppler corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventative action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be acceptable.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefuse from the FDA on 11/06/2013. "For the past 12 months every pt circuit set has contained a cap diaphragm set (part # 766896) in which there was at least one defective component in every package. (B)(4). It is also noted that carefusion moved their production headquarters to (B)(4) at about the same time frame the defective components started showing up in the cap diaphragm sets".